Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned item had repeated use damaged flutes. The DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 42509901000 - 0 degree distal cut block - 62778342. No devices were received; therefore the condition of the components is unknown. Photograph provided shows that the drill is stuck in the cut guide. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42509901000, 0 degree distal cut block, 2775342. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01184.

Event description:
It was reported the drill got stock in the cut guide during an initial tka. There was no impact or harm to the patient. The surgical technique was utilized. There was a 10 minute surgical delay in order to open another set. Attempts have been made and no further information has been provided.